Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during the colectomy procedure, the stapler did not fire. The black pusher thumb piece could not be moved at all. The stapler was fired twice and worked fine, when reloaded 3rd time it would not fire at all, replaced with another stapler and worked as intended. New stapler was opened to complete the procedure. No patient injury was involved in this event. The device is expected to be returned for evaluation.